Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Eval of returned product shows poly core was broken. Poly had been implanted for 9 yrs. Review of mfg records showed no anomalies.